Event description:
Customer reported she was admitted to the emergency room for a urinary tract infection after returning from traveling. She stated that her doctor took her off the insulin pump because he was not happy with her readings when she was hospitalized. Customer has been using an insulin pen. Customer's blood glucose was unknown. The device passed the self test. Customer was advised to speak to her doctor regarding the passed self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.